Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via a therapy cable and therapy electrodes (brand unknown). As a result, defibrillation was not possible. There was patient use associated with the reported event; however, no further details were provided by the customer. After multiple attempts, physio-control has been unable to contact the customer for additional information about the patient or the event.